Manufacturer narrative:
The reported complaint is not verifiable. New batteries were shipped to the subsidiary but were unable to be installed due to local government guidelines. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'you have exceeded 2 year life of your batteries. Contact service for a replacement' message earlier than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.